Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the pt underwent an irrigation and debridement and articular surface exchange due to pain and infection.